Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. During the inspection of the device it was noted after applying lubricant to the grasping jaws, we checked the opening and closing of the grasping jaws and found that the resistance was slightly eased. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: increased operating resistance caused by the adhesion of foreign matter and insufficient lubricant application. The root cause of the reported malfunction is unable to be identified. The event can be detected/prevented by following the instructions for use which state: ·reprocess the instrument immediately after use, first by immersing it in a neutral, low-foaming, medical grade detergent solution, then following the cleaning and sterilization procedures given in this chapter. Failure to reprocess the instrument immediately after use, or using other than a medical-grade detergent may cause corrosion at the metal parts like the grasping jaws. This could impair the operation of the instrument or cause a part of it to break and/or fall off inside the patient. 4.3 cleaning ultrasonic cleaning 1. Immerse the entire instrument in the ultrasonic cleaner containing detergent solution. 2. Clean ultrasonically for 30 minutes. For details on operation of the ultrasonic cleaner, refer to the instruction manual of the ultrasonic cleaner. 3. Remove the instrument from the detergent solution. Lubrication 1.immerse the insertion portion in the basin containing lubricant for 2 to 3 seconds. 2.remove the instrument from the lubricant. 3.operate the slider to open and close the grasping jaws two or three times. 4.wipe the exterior of the instrument with a clean, dry lint-free cloth and allow the instrument to air dry. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the grasping forceps exhibited foreign material adhered to the link mechanism. There were no reports of patient involvement.